Event description:
It was reported that immediate post-op x-rays revealed a foreign fragment in the patient's body. The fragment was confirmed to be from the reduction extender assembly. The patient underwent a revision surgery to remove the broken piece. No patient complications were reported.

Manufacturer narrative:
Device returned to medtronic for evaluation. Visual examination confirmed the lateral guiding flange is missing from the instrument. Visual examination of the fracture shows that it was initiated at both bottom corners of the flange and propagated along the edges until breakage. Examination of the opposite flange confirms that high load levels were applied at the contact surface with the mating part. The breakage is consistent with over-loading of the lateral guiding flange.